Manufacturer narrative:
Corrected section: h3 device evaluated - changed to device discarded. Trackwise #: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text: device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using dc extension cable, it was observed after sterilization that the end of the power cord came separated from the cord itself. No patient involvement.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using dc extension cable, it was observed after sterilization that the end of the power cord came separated from the cord itself. No patient involvement.